Manufacturer narrative:
The commander delivery system was not returned therefore no visual evaluation, functional testing r dimensional testing could be performed. Imagery was returned and review indicates that as per the 3 mensio and postprocedural imagery, the balloon appeared to be burst longitudinally. The inflation balloon appeared to be bunched up within the distal portion of esheath, consistent with the altered balloon profile impacting system reentry into sheath during retrieval. 3mensio also showed calcification in thv landing zone. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A manufacturing mitigation review, label and training adequacy review, lot history review and complaint history review was not performed as an existing technical summary is applicable to this event. A risk assessment was performed on the reported event and revealed no evidence of product non conformances or labelingifu inadequacies. The complaints for failure balloon burst and withdraw catheter through vasculature sheath difficulty or inability to withdraw system through sheath vasculaturey were confirmed by the imagery provided. However, no manufacturing nonconformance was identified during the evaluation. An existing technical documents root cause analysis on balloon bursts in a calcified landing zone and provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, the balloon ruptured after valve was fully deployed. Per additional information, the perceived cause of the ruptured balloon was leaflet or stj calcium. Withdrawal difficulties were encountered but once positioned correctly in the tip of the sheath it came out without any issues or damage to the iliac artery. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, as the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. As an existing technical summary is applicable to this event, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Event description:
As reported, the balloon ruptured after valve was fully deployed. Post deployment echo looked good, and patient was stable the whole time. During withdrawal difficulties were encountered but once positioned correctly in the tip of the sheath, the balloon came out without any issues or damage to the iliac artery. The perceived cause of the ruptured balloon was leaflet or stj calcium.

Manufacturer narrative:
Investigation is ongoing. Device not returned.